Manufacturer narrative:
The complaint of a bleeding display was unconfirmed. The hanger was confirmed to be broken. Battery wires were found to be pinched, with compromised insulation. Display wires were found to be pinched, with insulation intact. Both output connectors were found to be broken. The main seal was found to be damaged. The keypad was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited a bleeding liquid crystal display (lcd). It was further reported that the epg had a broken hanger. The epg was returned for service. There was no patient involvement.